Event description:
The essx handpiece was received for evaluation because during a procedure it was noticed that there was power conducting copper wires exposed from the back cap assembly. The procedure was completed with the same device without delay, and no serious injury was reported.